Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Eval reproduced the reported symptom of system error 105 caused by a failed motor (flex). The motor assembly was replaced.